Manufacturer narrative:
Section d4, d10, h3: additional information.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Section d3, g1: corrections.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a m6 alarm and overheating was not confirmed. The centrimag motor was returned for analysis and investigated. The motor was tested with a test flow probe, monitor, console, and loop for 1 day at 3200 rpm with a flow of 5.5 lpm. The system operated as intended. The motor was functionally tested and operated as intended. The motor was reworked and was functionally tested again and functioned as intended. The reworked motor passed all tests. The root cause for the reported m6 alarm and overheating was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The motor is not a single use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support system. It was reported that an m6 alarm was noticed, which indicates overheating of the motor. The system was exchanged. No further information was provided.